Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to test for battery out limit alarm, operating currents, battery icon anomaly, unexpected low battery alarm and off no power alarm due to no button response. The insulin pump has minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump had a battery out limit alarm followed by a keypad anomaly. The patient's blood glucose at the time of incident was 255 mg/dl. The customer received a battery out limit alarm and when she changed the battery none of the buttons would respond. The battery icon displays as empty and a closed circle is on the screen. She could not clear the battery out limit alarm due to the nonfunctional buttons. Troubleshooting was initiated for the battery out limit alarm and keypad anomaly. The customer did not recall any significant events leading to either issue. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.